Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that repeated 32100 errors occurred against universal surgical manipulator (usm) 3. The staff power cycled the system, with no change. The technical support engineer (tse) walked the staff through two hard-power cycles of the system, with no change. The staff elected to abort the procedure to a backup patient side cart (psc). There were no reports of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.